Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. The lead had high impedance, no capture and was undersensing. The lead was not functional in both bipolar or unipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45 lead, implanted: (B)(6) 2006. (B)(4).